Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the site was debrided and a longer abutment was placed. The implanted device remains.